Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified the failure mode as a defective ise (ion selective electrode reference valve. The fse replaced the ise reference valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
On (B)(6) 2021, the customer previously reported the generation of erroneous sodium (na) patient results on their au480 clinical chemistry analyzer data provided by the customer showed erroneous sodium patient results also generated on (B)(6) 2022. The customer repeated the patient sample and result was normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics. The customer provided data for one patient sample.